Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 70cm from the hub. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the hypotube is separated and appeared to have been kinked prior to separation.

Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm maverick 2 balloon catheter was advanced over the wire and through the guide catheter; however, something strange were felt. The balloon was retrieved from the guide catheter and it was noted that the shaft broke into 2 pieces. The balloon catheter was never introduced into the patient's body, only inside the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm maverick 2 balloon catheter was advanced over the wire and through the guide catheter; however, something strange were felt. The balloon was retrieved from the guide catheter and it was noted that the shaft broke into 2 pieces. The balloon catheter was never introduced into the patient's body, only inside the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.